Manufacturer narrative:
The manufacturer had previously reported the complaint due to an allegation of bacterial infection. The manufacturer received new information alleging cancer and pulmonary fibrosis. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Section g3 has been updated. Box b1 and h has been updated to reflect the new allegations and to report the incident as serious injury.

Manufacturer narrative:
H3 other text : the device has not been returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges a bacterial infection around april 4, 2021. There is no allegation of serious or permanent harm or injury. The patient required no medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.